Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. The shaft is separated 124.5cm from the hub. The shaft is buckled 3mm and 8.7cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated.

Event description:
It was reported that shaft break and removal difficulty occurred requiring additional intervention. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the procedure, the distal tip was stuck in the calcified area near the mid of anterior tibial artery. When a slight force was applied, the shaft was separated inside the body. The broken part was removed with a snare and the procedure was completed with a different device. No patient complications were reported.